Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section e1: telephone number: (B)(4). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of photos and video, the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: code 4581 is to capture device decentered or dislocated or tilted subluxated or wrong position. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) came with different haptics; one haptic was longer than the other, and when it entered the left eye, the iol became decentered and tilted. There was no patient injury. No medical or surgical intervention has been performed at this time. At the patient's first postoperative visit on (B)(6) 2023, the patient was experiencing double vision and the iol was displaced. The next appointment was scheduled for seven days later to confirm the outcome. The surgeon will explant the lens and implant another one, but no date is scheduled yet for the planned explant. The iol remains implanted at this time. No further information was provided.